Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to urinary cystocele and rectocele. It was reported that following insertion the patient experienced extreme pain, mesh erosion, severe pelvic pain, discomfort, bleeding, and dyspareunia. It was reported the patient experienced mesh erosion that caused severe pelvic pain, discomfort, bleeding and dyspareunia and had portions of mesh removed/trimmed on (B)(6) 2005. On (B)(6) 2006, the patient underwent laparoscopic adhesiolysis, removal of permanent sutures from vagina, cauterization of granulation tissues at the apex of vagina with appendectomy. The patient underwent removal of mesh erosion on (B)(6) 2012. No additional information was provided. (B)(4) - dyspareunia; granulation tissues.